Event description:
It was reported that stimulation was not as "robust" as it had been and the patient experienced numbness. The patient had noticed symptoms since (B)(6) 2011. It was noted that the patient had been receiving therapeutic ultrasound treatments on her left foot. It was also reported that when the right neurostimulator was turned off and the left neurostimulator was turned on, the patient felt cycling mode on; however, cycling mode had been deactivated. When the left neurostimulator was turned on, the patient did not feel cycling; however, her symptoms returned. The symptoms associated with cycling occurred around the week of (B)(6) 2011, when the right neurostimulator was turned back on. There were no falls or trauma related to this event. Impedances were within the range of 390-1004 ohms. Reprogramming was not successful. Additional information has been requested but was not available as of the date of this report. Refer to manufacturer report #3004209178-2011-06436.

Manufacturer narrative:
(B)(4).